Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-08-21 reporting that the steps taken were to get different settings on down and up, left to right, and back and stomach. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that once the patient turned stimulation up to ¿400¿ and laid down, it felt like stimulation went on and off. Then stimulation crossed over to the left side. It was reported that typically they were supposed to feel stimulation on the right side. It was confirmed that these issues occurred at the paresthesia area. It started happening in the last week (2017). These changes were related to positional movement. The patient did not have access to the settings so troubleshooting of the pulse-width setting was not able to be attempted. The patient programmer showed that stimulation was on. Changing the amplitude did not resolve the issues. No further complications were reported.